Manufacturer narrative:
Date of event is estimated. An inoperable ipg was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The device was not returned for analysis; however, the implant data log was received. Analysis of the record shows that after the soft reset the rep was able to connect and successfully recover the patient's ipg. Actions have been taken to prevent re-occurrence.

Event description:
It was reported that the patient could not connect to the ipg with external devices following an unrelated surgery. Troubleshooting was able to resolve the issue. The device is providing therapy.